Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed. It was reported that the insulin gauge was inaccurate. Customer declined troubleshooting with tandem technical support and declined to provide further information regarding insulin gauge issue. Customer's blood glucose ranged from 102-143 mg/dl.